Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent scs implant procedure the physician had difficulty connecting the lead to the ipg. When the lead was seated, the lead impedances were invalid. The physician removed the ipg and implanted another ipg. The surgery was extended by four minutes. The patient received effective stimulation coverage postoperative.